Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, against cgm¿s user¿s guide's warnings, patient had made therapeutic adjustments based on cgm readings and without confirming her bg values. Cgm readings were 22 mg/dl and patient drank a lot of juice to raise her bg. Cgm values were not increasing and patient was starting to feel disoriented. Patient¿s mother called the paramedics and patient was taken to the hospital. Patient went into diabetic ketoacidosis. At the hospital, her cgm values were tested at 800 mg/dl. At the time of her call to dexcom technical support, patient¿s mother reports that patient was feeling fine.